Manufacturer narrative:
Insulin pump received with partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. P-cap/reservoir locked properly in place. Pump received with cracked belt clip rail case corner. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the crack was found on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.